Event description:
It was reported that a pt underwent an endometrial thermal ablation procedure on (B) (6) 2009. The machine cut out right at the end of the procedure due to the pressure dropping. As the procedure was almost finished and the balloon was intact; the consultant did not feel that there was anything untoward and did not perform a hysteroscopy, as one had been performed before the ablation. The pt then presented with abdominal pain on (B) (6) 2009, at an infirmary and a bowel burn was found. The pt is now fine and is no longer presenting with pain. She is due to be followed up in a month's time.

Manufacturer narrative:
(B) (4) conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.